Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device display showed colored lines and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.